Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: it has been received 1 used sample of 10ll lot 1706011p. On visual inspection of the sample received it can be observed a white fiber inside the syringe filled. On inspection at 10x it can be observed this white fiber is a textile fiber, probably from coat used by operators. Manufacturing area for 10ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (B)(4). Periodic control is done to control the level of particles in this clean area following procedure . Coats used by operators are cleaned by external company twice per week and in case any flaw is detected it is repaired. Equipment of manufacturing line is regularly cleaned according to procedure during manufacturing process, final products are sampled and subjected to visual inspections according to procedures the incident is reported to area manager. Defect: foreign matter- fiber inside the syringe periodic control is done to control the level of particles in this clean area following procedure (B)(4). Coats used by operators are cleaned by external company twice per week and in case any flaw is detected it is repaired. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: - once per shift or during any long stop of the manufacturing line. - always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly: thirty samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: one shelf-package per pallet. The incident is reported to area manager . On inspection at 10x it can be observed this white fiber is a textile fiber, probably from coat used by operators. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure (B)(4). Initial reporter email: (B)(6).

Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ had foreign matter in the syringe. Found before use. No serious injury or medical intervention noted.